Manufacturer narrative:
Block h6 imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf device code a1401 is being used to capture the reportable event of balloon deflated.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system placement procedure was performed on (B)(6) 2024. On an unknown date, the patient reported blue colored urine. A removal procedure was performed on (B)(6) 2025. There have been no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information, despite good faith efforts. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.